Event description:
It was reported that the pt gave birth about 8 months ago. It was unk if the device was working post pregnancy. The pt had a seizure and fell (or vice versa, unk which occurred first) which resulted in the pt having recurrent seizures and being hospitalized for the past 6 weeks. The pt went home and was then seen in the ER for "fainting spells" in the past few weeks with falling and landing on the ins (implantable neuro stimulator) site. The pt was experiencing shocking/jolting at the pocket site whether the implant was on or off. Add'l info was requested.

Manufacturer narrative:
(B)(4).